Event description:
It was reported that the user experienced a low blood glucose event after beginning to eat lunch before announcing the meal, with glucose decreasing from 118 mg/dl to 68 mg/dl; the user then removed the cannula/infusion set, consumed fast-acting carbohydrates, and later reported a glucose of 92 mg/dl rising. Symptoms included clamminess, feeling faint, and sweating. Outcomes included self-treatment with oral fast-acting carbohydrates without the need for medical assistance, and glucose returned to a safe range. Investigation included troubleshooting and education regarding timely meal announcements, 15 grams of carbohydrate with 15-minute reassessment, and the recommendation to keep a glucometer available for fingerstick confirmation when away from home. Investigation of this case revealed user-related factors, including a missed or delayed meal announcement and subsequent removal of the infusion set during the low. It was concluded that the event was consistent with hypoglycemia associated with user handling and use error, with resolution after oral carbohydrate intake.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.